Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 426 mg/dl. Customer's declined troubleshooting for high blood glucose. Customer stated that they was unable to collect reservoir and sensor information. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.